Event description:
It was reported that the patient's device was displaying a power on reset (por) condition. The patient was exposed to electromagnetic interference (emi) and he had "some" cardiac problems and was defibrillated. Afterwards the por condition appeared upon interrogation of the device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v299378, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).